Event description:
It was reported that the patient had "issues" with 2 of the wire (leads) of rechargeable implantable neurostimulator (ins). Specifically, it was determined in (B)(6) 2011 by the company representative that it was faulty or that it was possibly "not hooked up right". The leads were located in the patient's upper trapezoid area between the neck and shoulder blades. The patient felt that the leads were going to "poke out" of their skin. It was also noted that the lead on the right side felt "like a sparkler inside shooting needles". The patient desired just to have the leads and ins explanted which was performed on (B)(6), 2012. Additional information was requested but was not available at the time of this report. See manufacturer's report # 3004209178-2012-05749 for concomitant system issue

Manufacturer narrative:
Lead model 3778-45 serial # (B)(4) implanted: 2011-(B)(6) explanted: 2012-(B)(6) lead model 3778-45 serial # (B)(4) implanted: 2011-(B)(6) explanted: 2012-(B)(6) extension model 3708120 serial # (B)(4) implanted: 2011-(B)(6) explanted: 2012-(B)(6) extension model 3708140 serial # (B)(4) implanted: 2011-(B)(6) explanted: 2012-(B)(6) extension model 3708120 serial # (B)(4) implanted: 2011-(B)(6) explanted: 2012-(B)(6) extension model 3708140 serial # (B)(4) implanted: 2011-(B)(6) explanted: 2012-(B)(6) concomitant system: neurostimulator model 37712 serial #(B)(4) implanted: 2011-(B)(6) explanted: 2012-(B)(6) lead model 399945 lot# v135470 implanted: 2008-(B)(6) explanted: na lead model 3777-45 serial # (B)(4) implanted: 2008-(B)(6) explanted: na extension model 3708160 serial # (B)(4) implanted: 2008-(B)(6) explanted: na extension model 3708260 serial # (B)(4) implanted: 2008-(B)(6) explanted: na programmer model 37743 serial # (B)(4). (B)(4).